Manufacturer narrative:
A steris service technician arrived onsite to inspect the processor. The user facility stated that the water was leaking from their filter housing. The user facility removed the filter housing prior to the steris service technicians arrival. The user facility replaced the filter housing with a water filtration system of their choice. A photo of the filter housing subject of the event was provided to the steris technician. The photo indicates a long vertical crack in the middle of the housing rib. The cause of the vertical crack may be attributed to over pressurization of the filter housing. The housing is rated for a maximum of 90psi and the steris technician stated the facility has a 100psi water pressure booster.

Event description:
The user facility reported that water was leaking from their system 1e processor. No report of injury or procedural delays or cancellations.